Event description:
It was reported that a model 6900ptfx mitral bioprosthetic valve was explanted after a duration of 85 months due to mitral stenosis and regurgitation. The operative report indicated: "patient has had progressive shortness of breath and debilitation and has required oxygen. She had a cardiac catheterization performed which showed a 75% right coronary artery lesion and an occluded right-sided vein graft. She then underwent a transesophageal echocardiogram which showed that she had severe mitral regurgitation and severe bioprosthetic mitral stenosis with fusion of at least 2 leaflets....the mitral valve was extracted with extreme difficulty due to dense fibrosis and calcification of the posterior annulus". In addition, "the patient tolerated the procedure well and was taken to the intensive care unit in fair condition."

Manufacturer narrative:
(B)(4) x-ray. Evaluation summary: as received, the valve exhibited moderate to heavy calcification in the cusp area of leaflets 1 and 3 evident in the x-ray, and at the free margins of leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth was also encroached onto the tissue inflow and into the orifice at the greatest point by approximately 8mm. Moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 4-5mm. Host tissue overgrowth fused the free margins of leaflets 2 and 3 at commissure 3 by approximately 3m at the outflow aspect. Host tissue was moderate at the stent inflow and the stent outflow. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The returned device evaluation confirms calcification and host tissue (pannus) growth as the primary causes of the reported stenosis and regurgitation that led to the explant of this device. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history was not provided. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals no quality deficiency during the manufacture of this device that may have caused or contributed to this event.